Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6)2021, with lot number 1525814. Analysis of the returned device identified: underweight, red particles in the gel, missing shell (25-50%) and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken radius, striated opening on anterior, crease fold and stress marks. Based on the device analysis the final assessment is: a pattern of crease sharp on anterior side of broken shell assessed as fold flaw opening. A striated opening assessed as surgical damage consistent with the use of some surgical tool. Missing shell assessed as inconclusive."